Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the stomach during a laparoscopic bariatric surgery, the surgeon was able to press the green button and was able to squeeze the handle, however, the device did not fire. Another device was used to complete the case. There was no patient injury.